Event description:
Caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller was guided through the process. After the reset, the cgm error code did not reappear, and the caller successfully began a new sensor session.